Manufacturer narrative:
This is a follow-up MDR to 3005031160-2016-00090 submitted 12/02/2016. This MDR is intended to replace MDR 3005031160-2017-00134 submitted on 05/04/2017 which was incorrectly submitted as a follow-up report to 3005031160-2016-00090.

Event description:
Follow-up information was received which added to and corrected the original report; one of the two outer screws on the crosslink was removed successfully. When the surgeon tried to use the driver to remove the center screw on the crosslink, he was unable to get it to seat enough to turn the screw. The driver acted as if it were stripped. The driver used was not returned and it is not known what system the driver was from. It is suspected that the driver used was the cross-connector driver. The system reported as used was the fortex system, however, an axle system part number was reported. A universal removal tool from the hospital was used to remove the crosslink, and the procedure was completed. While the driver was not received for evaluation, the torque driver handle that was used with the driver was received for evaluation.

Manufacturer narrative:
Device not returned for evaluation. Device not received by manufacturer.

Event description:
It was reported that an fortex screwdriver was damaged and twisted during a revision procedure while removing a fortex crosslink. A universal removal tool from the hospital was used to remove the crosslink, and the procedure was completed.